Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 62-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage d) underwent impella cp support via right femoral arterial percutaneous access. During support, the bedside registered nurse reported hemolyzing laboratory values and hematuria overnight. An allegation was raised against the impella device, with impella position noted as a potential contributing factor. The device was explanted. It is unknown whether removal was directly due to the reported event. The patient survived to explant. Hemolysis and hematuria were observed during impella support with a potential association to device positioning; however, a definitive root cause has not been established pending further investigation, including data analysis and product evaluation.

Event description:
Clinical narrative update: additional information received 16jun2026 patient has been successfully explanted. Care team initiated crrt and then hemodialysis for rising creatinine. Units of blood given unknown. Previous clinical narrative: a 62-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage d) underwent impella cp support via right femoral arterial percutaneous access. During support, the bedside registered nurse reported hemolyzing laboratory values and hematuria overnight. An allegation was raised against the impella device, with impella position noted as a potential contributing factor. The device was explanted. It is unknown whether removal was directly due to the reported event. The patient survived to explant. Hemolysis and hematuria were observed during impella support with a potential association to device positioning; however, a definitive root cause has not been established pending further investigation, including data analysis and product evaluation.

Manufacturer narrative:
B5 narrative updated and h6 codes updated.

Manufacturer narrative:
B5 updated with additional information.

Event description:
It was reported that the patient was escalated from the impella cp to impella 5.5 the same night. The positioning of the impella cp was unknown. Unknown if repositioning was performed.